Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Scratched lcd window noted during visual inspection.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 471 mg/dl. The customer experienced vomiting, body aches and sleepiness. The customer stated that the cannula was bent, but the insulin pump did not alarm no delivery. The customer also noticed insulin inside the reservoir compartment and on the piston. Advised the customer that the insulin pump would be replaced. Nothing further was reported.